Event description:
It was reported that on (B)(6) 2022, a 27mm portico valve was selected for implant using a large flexnav delivery system, in a patient with previously diagnosed aortic stenosis due to severely calcified bicuspid aortic valve. The pre-procedural imaging assessment suggested severely calcified aortic valve annulus and horizontal aorta with adequate vascular dimensions for portico tavi access. A pre-implant balloon valvuloplasty was done using a non-abbott 20mm balloon. During the implant procedure that there was difficulty positioning the portico valve for implant in the annulus due to the steep aortic angulation. It was noted that on the 3rd deployment attempt the valve was implanted at an acceptable non-coronary cusp (ncc) depth of 4mm and a left coronary cusp (lcc) depth of 8mm. However, after final deployment it was noted that the portico valve tilted and the lcc side of the valve migrated further toward the left ventricular outflow tract. A catheter-based hemodynamic measurement showed no transvalvular gradient but a low aortic regurgitation index, suggesting moderate to severe aortic regurgitation. A transesophageal echocardiogram (tee) suggested moderate leakage over the lcc border. The decision was made to perform a post implant balloon valvuloplasty using an unknown 22mm balloon, but this failed to mitigate the aortic regurgitation and the patients low blood pressure did not improve. It was thought that the aortic regurgitation resulted from a supra-skirtal leak. The decision was then made to prepare second 27mm portico valve. The 27mm portico valve was implanted successfully at a non coronary cusp death of 1mm and the left coronary cusp depth of 4mm. A final evaluation showed good hemodynamic result with no transaortic valvular gradient but a trace aortic regurgitation. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that 27mm portico valves had been sized using multidetector computed tomography scan. The trace aortic regurgitation of the 2nd implanted portico valve considered acceptable and there was no intervention performed/required. The peak to peak trans-aortic gradient was only 4mmhg. There was difficulty implanting the 27mm portico valve, the patient's horizontal aorta made it hard to align the portico valve to the native annular plane and thus cause imbalance depth. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. It was noted that the patient¿s diastolic blood pressure (dbp) was around 30-40 mmhg after the first portico valve was implanted which was an indicator of more than moderate aortic regurgitation. It was later on confirmed by the peri-procedural aortogram and transesophageal echocardiogram. It is believed that the reason the first portico migrating was due to a horizontal aorta and a severely calcified bicuspid valve.

Manufacturer narrative:
An event of device migration and regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that it was difficult to position the valve due to the patient having a horizontal aorta, and that the valve was also heavily calcified, which may have contributed to the valve migration. It was also indicated that the regurgitation was thought to be due to supra-skirtal leak caused by the depth of valve placement which led to the implant of a second valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.